Manufacturer narrative:
Based on the claim against the product by the customer noting instrument arcing, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) field service engineer (fse) contacted the customer site and confirmed no issue with the da vinci system. Fse provided the customer information related to proper generator settings / configuration as well as proper usage of energy instruments. Fse suggests a possible issue with the fenestrated bipolar forceps instrument; however, confirmation from the customer via follow up indicated that the instruments had been disposed by the customer. No site visit was conducted. The system was working properly. Although the complaint regarding arcing was not confirmed by failure analysis since the instruments were disposed and not returning to isi for evaluation, the information gathered indicates that the device did contribute to the customer reported issue. The probable root cause of arcing cannot be determined based on the information provided. Since the instrument was not returned and the log review was inconclusive, the reported event was unable to be confirmed or replicated. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument sparked. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the user observed "sparking" on the fenestrated bipolar forceps instrument. The customer received phone assistance from the technical support engineer (tse). Tse confirmed that the user set a higher energy output because lower energy setting was not effectively completing the coag function. Tse replied site could try another bipolar instrument caller replied he tried and situation was the same. Tse informed user that if energy setting is too high or if tissue was too thin it may cause a short circuit and may result to some sparking. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the issue involved two fenestrated bipolar forceps instruments and both were connected to a force fx generator at the time of the issue. Inspection was conducted prior to planned use and no issue was identified. The customer stated that the instruments were not in contact with a tissue when the alleged "sparking" were observed. Use of fenestrated bipolar forceps instruments were discontinued. Another instrument was used to complete the surgical task, no further issue was observed. The user continued with the procedure. No known impact or patient consequence was reported. Customer indicated that the fenestrated bipolar forceps instruments used during the procedure have been disposed.